Manufacturer narrative:
The customer reported the bedside monitor (bsm) started to alarm and displayed a "watchdog error" message and then shuts itself off. This caused an interruption in patient monitoring. No consequence or impact to the patient. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the bedside monitor (bsm) started to alarm and displayed a "watchdog error" message and then shuts itself off. This caused an interruption in patient monitoring. No consequence or impact to the patient.